Event description:
The proximal segment of the lead was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.